Event description:
It was reported the patient needed a magnetic resonance imaging (MRI) because the electrode was misplaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available. The patient had a 2nd device system, and it was unclear to which system the event pertained. As a result a report was filed on both. See MFR report # 3004209178-2012-03344.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009. Product typ: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product typ: extension: product ID 7438, serial# (B)(4). Product typ: programmer, patient: product ID 3387s-40, lot# v331899, implanted: (B)(6) 2009. Product typ: lead: product ID 3387s-40, lot# v325838, implanted: (B)(6) 2009. Product typ: lead. (B)(4).